Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had locked up. Customer stated that the insulin pump had scratched display and also rejected new batteries. Customer stated that the insulin pump was slower in rewind. Insulin pump had no delivery alarm. Customer stated that the insulin pump had replace battery alarm which was resolved after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black device was received with a minor scratched lcd window, a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and delivery accuracy test at 0.08385 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert or low battery alarm, failed battery test or battery failed alert noted during testing. Device history download was successful using thus. No rewind anomaly noted. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. All buttons functioning properly. No damage in the keypad assembly. Device was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.